Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history review in this case.

Event description:
A physician attempted arteriotomy closure using the starclose device after an unknown procedure. During the procedure, the vessel locator wings prematurely retracted, the device popped out of the artery and vessel access was lost. The physician reverted to manual compression to achieve hemostatis. The patient returned to the hospital with leg pain. The patient has 98% occlusion in the right iliac and profunda with some flow due to the unsuccessful attempts to balloon the vessel. No further treatment has been scheduled at this time due to the patient having other medical issues.